Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while finishing debridement of the patient's toe, the doctor used needle holding forceps to clamp the needle and suture the skin. During the first needle suture, the needle broke and half of it was stuck in the tissue. Then the doctor took out the broken needle with a needle holding forceps and spliced it together. The suture needle and thread were replaced to continue stitching the skin. There was no patient injury.